Manufacturer narrative:
Device passed insulin pump self test, off no power test, unexpected restart error test, rewind test, prime test and excessive no delivery test. The operating currents were in specification. Device received with half broken off reservoir tube lip and missing reservoir tube o-ring noted. Unable to perform displacement test, basic occlusion test and occlusion test due to damaged reservoir tube lip. Minor scratches on lcd window, cracked lcd window, cracked case at display window corner, scratches on reservoir tube window and broken battery tube threads.

Event description:
Customer's mother reported via phone call that the device could not get passed the rewind process due to o-rings were missing from the reservoir compartment. Customer's blood glucose was 378 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.